Event description:
It was reported that during a liver resection procedure the gun had been fired but on the third or fourth firing the gun locked out. They tried opening the jaws and blade reverse button but the jaws would not open. They tried the manual override but the jaws would still not open. They had to cut around the tissue with a bipolar and then finish off the surgery with an another device. Patient was ok. No massive delay.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was received for analysis without cartridge reload. The manual override door was noted to be out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the device was found to have the clamping mechanism damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not at the home position. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. Manual override and reverse button worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.